Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was inspected and analyzed. The lead was returned severed 121 millimeters (mm) from the terminal pin; two segments were returned totaling a length of 525mm. Multiple areas of damage were noted that were likely induced during the explant procedure. No further analysis was performed. The clinical observation was not able to be confirmed.

Event description:
--

Manufacturer narrative:
The lead has not yet been received for analysis. Should the lead be returned and analyzed, this report will be analyzed.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device displayed pacing impedance measurements of greater than 2000 ohms. The patient was seen for a revision procedure where the lead and device were explanted. The products were indicated to be returned for analysis. There were no adverse patient effects reported.